Event description:
On ,(B)(6) a sales representative contacted lifescan (lfs) china alleging that a onetouch ultravue meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy occurred at 6am on (B)(6). At this time, the patient reportedly obtained a blood glucose result of ¿5.3mmol/l¿ with the subject meter and a calibrated laboratory device result of ¿2.4mmol/l¿ within 10-30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The reporter did not provide details of how the patient manages their diabetes, or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient had, however, reportedly gone for exercise that morning and felt ill afterwards. The patient was taken to hospital where after 20 minutes they ¿fainted¿. The patient¿s doctor measured their blood glucose at this time and the result of ¿2.4mmol/l¿ was obtained. It is not known what treatment the patient received as a result of this. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after allegedly obtaining inaccurately high results with the subject meter.